Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported experiencing symptoms of hyperglycemia such as irritability, difficulty walking, and excessive drowsiness for 3 weeks. The customer tried to test his blood glucose level with his precision xtra meter, but was not able to, due to him using improper procedure. He was treated at the veterans affairs hospital with insulin and he could not recall his diagnosis. There was no report of death or permanent impairment.